Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that there was an implant removal. Jnj rep was speaking with surgeon - (B)(6) 22.september 2017, she mentioned that a previous han nail she had inserted had become infected at 3 months. She initially teated with antibiotics and surgical wash out. Settled for one week then started to discharge. She then removed the nail and treated in a moon boot. Currently has partial fusion and is in a good position. There is no further information available for this case. All implants have been discarded. This complaint involves three parts. This report is 1 of 3 for (B)(4).